Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis on (12 august 2025). The patient's blood glucose levels reached 423 mg/dl while wearing the pod between 24 and 36 hours. The patient reports their blood glucose levels had not decreased after administering multiple boluses. Symptoms reported include hyperglycemia nausea, vomiting, confusion and decreased alertness. The patient was brought to the hospital by ambulance. Once at the hospital the patient was treated with intravenous fluids and insulin. The patient was in the hospital for 3 days.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown, omnipod software app version: 3.1.1, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g6.